Event description:
It was reported that the patient expired, the cause of death is unknown. The investigator assessment of the event was not provided. No further details have been obtained.

Manufacturer narrative:
The exact date of death is unknown.

Event description:
Additional information was received: cause of death was pulmonary emboli. The patient was hospitalized for scheduled colon resection and died of a cardiac arrest. It was reported that the patient was admitted to the hospital on three months ago after having a colonoscopy that showed colon cancer. The investigator assessed that the event was not related to the study device or the study procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (fever).

Event description:
An endurant aui stent graft system was implanted in a pt for the endovascular treatment of a fusiform 5.9 cm abdominal aortic aneurysm approx two months ago. Vessel morphology was reported as the aortic neck was severely angulated 76 degrees, 17 mm in diameter and 27 mm in length. In the right iliac artery there was 70 percent stenosis and the left iliac artery had moderate tortuosity with 40 percent stenosis. The endurant aui stent graft system was inserted in the pt from the right side and a talent 14 mm occluder was used on the left side. The final angiogram revealed a slight late blushing type IV endoleak (ref MFR # 2953200-2011-00673). The investigator assessment was not reported. No intervention was or has been performed and the decision was made to evaluate monitor the pt. Further info was provided that the pt had a fever that began one day post implant. The fever resolved on its own, no medication was given. The investigator's assessment states that the fever is not related to the study device, however it is related to the study procedure. No add'l clinical sequelae were reported, and the pt is fine.